Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection noted that there was eschar buildup on the back of the jaw seal plates. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total abdominal hysterectomy, the jaws of the device were bad from the beginning of the case, but it had no problem with sealing, therefore it was continued to be used. But then, it was reported that the device was replaced with a new product because it became quite difficult to be used thereafter. The product did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with the new device. There was no patient injury.